Event description:
It was reported that a patient underwent an abdominal laparotomy that included a cholecystectomy and right hemicolectomy on 08/29/2014 and suture was used to close the fascia. On (B)(6) 2014, the patient was returned to the operating room for fluid oozing from the incision. Upon re-exploration, it was found that the suture placed at the fascia remained intact at both ends of the fascial incision but that the suture had come apart in the middle of the fascial closure. The fascia was a little reactive and did not appear there was any infection that had destroyed any layers of the fascia. The wound was closed again with interruped suture. This patient required a second surgery and drainage from incision. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.